Manufacturer narrative:
(B)(4) follow up for device evaluation. The customer reported leakage through a crack in the needle hub. To support the investigation, one sample without a blister package and two photographs were provided and evaluated by the quality team. Visual inspection identified a pin sized hole located 9 32 inch from the base of the needle hub. The sample was assembled to a syringe filled with saline, and leakage from the hole was replicated. The photographs correspond to the sample received. No additional defects or imperfections were observed. This condition could occur during the molding process if an imperfection were present in the molding tool. A device history record review was completed for material number 305106, lot 4081033. The review did not reveal any quality issues during production that could have contributed to the reported condition, and there were no related quality notifications. All processes and final inspections were performed in accordance with specification requirements. The sample will be shared with associates for awareness. Based on the investigation, including analysis of the returned sample, the customers reported symptom is confirmed.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported a crack on the needle hub, causing leak.